Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and based on the condition of the returned sample, it appeared that the introducer was damaged during use. One 5fr ptfe introducer sheath was returned for investigation. Damage was observed at the distal end of the sheath. The distal edge of the sheath was crumpled at two points. The undamaged section of the taper at the distal end of the sheath appeared to be properly formed. Residue was observed within the distal end of the sheath, which indicates that the sample was used. This type of damage can occur during use when the sheath comes in contact with the surrounding tissue of the insertion site. The sheath and dilator should be advanced together as a unit over the guidewire, using a slight rotational motion. Since the damage was observed on the sheath, the complaint was confirmed. Due to the condition of the sample, it appeared that the damage occurred during use. A lot history review (lhr) of 19uba073 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that health professional was inserting a PICC and the introducer split when inserting it over the guidewire. They did nick the skin first. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of 19uba073 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that health professional was inserting a PICC and the introducer split when inserting it over the guidewire. They did nick the skin first. No other information was provided.